Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -13.50/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Pupil block with elevated iop (greater than 50mmhg) and angle closure with elevated iop (greater than 50mmhg) were assessed on (B)(6) 2020, and excessive vault was observed. Addition of new pi and yag were performed. The lens was removed on (B)(6) 2020. A shorter length lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as device (excessive vault). Reportedly, "patient happy."

Manufacturer narrative:
Patient code- 3191- secodary yag needs be included in initial MDR. Claim# (B)(4).